Event description:
It was reported that when testing an external pulse generator (epg), none of the readings were coming out correctly. The caller stated that they were able to use the same tester with other epgs and get accurate readings. The current status of the epg is unknown. There was no patient involvement.